Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: reported event was confirmed with medical records provided. Photographs of the implanted stem and the explanted products were provided. Visual review identified the following: the explanted head and liner were covered in biodebris. The femoral head's taper surface was discolored, and the liner was fractured. No further evaluation was possible with the images provided. Radiographs were provided but not reviewed as it was determined by the health care professional that metal related pathology cannot be seen on an x ray. Review of the head's device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. During the revision procedure, pseudotumor was present in the joint capsule. Corrosion at the head-neck junction. The surgeon was not able to disengage the neck from the stem. There was thin layer of reactive soft tissue inside the shell. No other complications/findings related to the event were noted. Photographs of the implanted stem and the explanted products were provided. Visual review identified the following: the explanted head and liner were covered in biodebris. The femoral head's taper surface was discolored, and the liner was fractured. No further evaluation was possible with the images provided. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was returned to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01713.

Event description:
It was reported the patient had a left total hip replacement approximately 9 years ago. Subsequently, patient was revised due to pain, pseudotumer, and elevated metal ion levels. The liner was damaged upon removal. The head and liner were replaced. It was reported that no further information is available.